Event description:
The patient was revised to address metallosis, osteolysis, pain, and a fracture of the greater trochanter.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised to address metallosis, osteolysis, pain, and a fracture of the greater trochanter. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The patient has significant osteoporosis with multiple spontaneous fractures that included her pelvis that caused her pain. IFU's caution against use in patients who are obese with poor bone stock. These conditions will increase the risk of failure in total hip arthroplasty. All hip arthroplasty has a risk of failure and the risks of an individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.